Manufacturer narrative:
Product event summary: the device was returned and analyzed. During the analysis of the returned device the failure on the hybrid disappeared. Hybrid analysis determined that the erratic patient alerts, pace amplitude anomalies, and depleted battery voltage was related to high current drain and anomalous negative supplies in the hybrid and later in the scaled chip stacked package. However, the cause was undetermined due to the failure condition clearing during analysis and not being able to be re-established. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) was sounding audible alerts. Further information indicated that the patient's right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic), high rate non-sustained episodes, nonphysiologic noise, high thresholds and undersensing. A lead fracture was suspected. A lead revision took place and the existing lead was capped and a new lead was placed. Upon connecting the existing device to the new lead, the noise problem persisted. After much troubleshooting, the physician decided to replace the ICD as well as there was concern that there was a potential issue with the device sense amplifier. The ICD was replaced and the issues were no longer present. No patient complications have been reported as a result of this event.